Manufacturer narrative:
A patient lost effective therapy due to the leads migrating was reported to abbott. As a result, the entire scs system were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2024-01815. It was reported the patient lost effective therapy due to the leads had migrated. Surgical intervention was undertaken on (B)(6) 2024 during which the entire scs system were explanted and replaced. Therapy was restored post-op.